Manufacturer narrative:
(B)(4). A review of the event log confirmed what the user reported that the infusion programming was charged from the prior morphine parameters to the new hydromorphone parameters at 11:19 am on (B)(6) 2012. The infusion, however, was never started with the new parameters. According to the log the user received a message concerning the installation of the syringe and the user confirmed the installation, reselected the syringe type and instead of reprogramming the infusion the user elected to restore the prior infusion parameters and restart the infusion. Because the hydromorphone infusion was never actually started the restored parameters wee those of the prior infusion which was the morphine infusion. At 2:30 pm the incorrect infusion parameters were discovered by the user and the correct parameters were reprogrammed. According to the log approx 6.24 mls were infused during the 3 hour infusion in which the parameters were wrong. Visual inspection of the device noted several cracks in different areas. Functional testing found that the device is performing within specifications and that the noted cracks appear to have no functional effect on device performance. The root cause of the customer's experience was user programming.

Event description:
Biomed reported pca did not infuse as expected and requested event log review to determine pca programming. Details received from the nurse: on (B)(6) morphine, 1mg continuous, 1mg dose, 1hr limit of 8.5 programmed around 5 am. On (B)(6) morphine, 1.4mg continuous, 1.4mg dose, 1hr limit of 11.9 programmed around 1 pm. On (B)(6) dilaudid/hydromorphone, 0.2mg continuous, 0.2mg dose, 1hr limit of 1.4 programmed around 11:30 am. On (B)(6) sometime around 1:30, the pain team came in and noted that the settings on the pump matched the previous morphine settings, not the hydromorphone settings. Customer states that per her review of the log, she saw a different drug selected but the programming parameters did not match what the nurse reported. Although the infusion was suppose to be pca and continuous, no continuous was delivered in the first hour. Biomedical clinical applications analyst wants to know what was on screen and programmed on (B)(6) around 11:30 am when the rn programmed hydromorphone and later that day when the pain team found morphine infusion. Lockout interval for hydromorphone pca bolus was 10 minutes. There was no report of pt harm or medical intervention. Although requested no additional pt or event details were provided by the customer.